Event description:
It was reported that the patient underwent a surgical procedure at l2-s1. It was reported that the set screw at s1 backed out. The patient underwent an exploratory surgery some time post-op. Two months later the patient underwent a revision surgery, removed and replaced the screw at s1 and extended the construct to the ilium. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.